Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found the pneumatics module failing resulting in intermittent loss of primary mixing bubbles at the wbc bath. He replaced the pneumatics module and the mixing bubbles returned to normal. He found a defective wbc count valve, lv17. He replaced lv17 which fixed the wbc controls running low. In addition, he replaced the hgb lamp, heat filter, lens and photoiodide which fixed the hgb incomplete errors. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer white blood cells, wbc, low on 4c plus abnormal high control and hemoglobin, hgb, incomplete errors from a coulter ac t diff 2 analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The date of event, date of this report and date received by the manufacturer were changed from (B)(6) 2016 to (B)(6) 2016.